Event description:
Developed cough using philips respironics dreamstation CPAP machine. Noticed machine was noisier and kept taking it to medical device company saying something was wrong and they would give it back and say it worked fine. Then used it with sleep specialist and she said it's too loud and send it back to phillips. They had it for months and I called on it several times. Then they announced recall and sent me a new one. I no longer trust the company or machine since I still cough and previously basically never coughed a day in my life. I knew something was wrong with that machine and tried so hard to get it fixed, not knowing it was blowing particles in my lungs because it wasn't recalled yet. Shame of it is that while I was going through that trying to fix or replace it, phillips knew but hadn't announced it yet. Persistent cough that I went to several doctors. Reference report: mw5146808.